Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vhzu, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A consumer reported that she previously had MRI scan of her head/brain, however, she did not know that she had to turn therapy off for the MRI scan. She nearly got "shock to death" during the MRI scan and they had to stop the MRI, so she could turn the therapy off. It was indicated that the patient had not seen their health care provider since this happen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the steps taken to resolve the shocking sensation included turning the stimulation completely off. The shocking sensation was resolved when it was turned off. They were able to proceed with the MRI.

Manufacturer narrative:
(B)(4).